Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported this right ventricular (rv) lead showed high pacing thresholds. The physician saw the patient in clinic and ordered an x-ray which confirmed the lead had perforated. The rv lead was repositioned at an additional surgical intervention. No additional adverse patient effects.